Event description:
Boston scientific received information that during the explant of this cardiac resynchronization therapy defibrillator (crt-d) the physician reported experiencing difficulty with the right ventricular (rv) setscrew. After further discussion with boston scientific technical services, it was discovered that both the right ventricular (rv) and right atrial (ra) distal setscrews had not been loosened. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.